Event description:
I began using the 14-day freestyle libre on (B)(6) 2019. I had used 2 sensors with no adverse reaction. When I took the 3rd one off (B)(6) 2019, I had a severely red rash that resembled a burn. I used another one with the same adverse outcome. Yes, I'm still using it until I can get authorized to try the dexcom. Allergic reaction. FDA safety report ID# (B)(4).